Event description:
It was reported that the patient experienced a surgical procedure to explant an inflatable penile prosthesis (ipp) device, due to erosion of the pump out of the patient's scrotum. A spectra penile prosthesis(spp) was implanted. No patient complications were reported in relation to this event.